Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There were numerous hypotube kinks. The balloon was deflated, as-received. An inflation device filled with water was used to inflate the device to nominal pressure to measure balloon to markerband alignment. The markerband to balloon body/cone transition and balloon length (outside edge to outside edge of markerbands) was measured with a calibrated ruler and all measurements were within specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the marker bands on the balloon were malpositioned. A 3.00mm x 15mm emerge¿ balloon catheter was selected. During preparation of the device, it was noted that the markers on the balloon were not lined up properly and "doesn't match". No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the marker bands on the balloon were malpositioned. A 3.00mm x 15mm emerge¿ balloon catheter was selected. During preparation of the device, it was noted that the markers on the balloon were not lined up properly and "doesn't match." No patient complications were reported.